Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic ulcer. The iliac arteries were highly calcified. It was reported that, during the index procedure, the delivery system was inserted through a sheath and advanced until the physician felt resistance. The physician then stopped and pulled the delivery system back. After pulling the delivery system back, the physician observed a part of the external artery was on the delivery system. The physician elected to clamp the artery, closed the tear, re-imaged the iliac artery, and then decided to abort the procedure. Per the physician, the cause of the event was due to the patient anatomy of highly calcified iliac arteries. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.